Event description:
The pt stated he experienced tremendous pain while inserting his insulin infusion set and his leg is swollen, red, and numb. He said he was concerned about nerve damage because of the numbness. The pt stated, "it feels like someone took a dull knife and twisted it into my leg." Troubleshooting did not discover any product or user issue but has not had this happen before. The pt did not retain the product for eval. On follow up, the pt stated he is no longer having this concern with his infusion set. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced but the pt did not retain the product for eval.

Manufacturer narrative:
No product will be returned for eval.